Event description:
It was reported that during an unknown procedure, the device locked onto the vessel and they could not get it to release. They were able to pull on the device and it slid off. There was no tissue trauma. No other details provided.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.